Event description:
The patient has two scs systems. It was reported the patient had received a shock and had fallen while changing a light bulb. The patient reported she had pain at the ipg site, which is in her buttock. The ipg is used for her thoracic scs system. It was reported the patient met with the physician, however, the physician did not plan to undertake intervention at the time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.